Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of over 500mg/dl due to a bent cannula. Customer declined high blood glucose troubleshooting as they do not have the pump with them and will call back. No further details given.